Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a syncopal episode and was admitted to the hospital. The device was interrogated and showed no episodes at the time of syncope and the thresholds and impedances were stable. R-waves sensing had decreased from the previous 6 months and the patient is having frequent premature ventricular contractions. There was no reported intervention and the device remains in use. No further patient complications have been reported as a result of this event.